Event description:
It was reported on (B)(6) 2016 that the physician needs a new tablet. It was stated that his old tablet is broken. The tablet is giving communication errors and the usb port is noticeably loose. He has not dropped it, it is just loose. The tablet was received for analysis on 04/29/2016. Product analysis for the tablet has not been completed and approved to date.

Event description:
Product analysis for the tablet was completed and approved on 05/17/2016. An analysis was performed on the returned tablet and during the analysis it was identified that the usb port was damaged. No further anomalies were identified. The tablet was powered using a known good ac adapter with no observed anomalies. The tablet booted to the vns welcome screen. Visual analysis of the tablet identified that the usb port was damaged. Although the port was damaged, testing could still be performed using the usb port.